Manufacturer narrative:
There is no actual device available for evaluation. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. A device history record review was completed and documented that the device met specifications upon distribution.

Event description:
It was reported that there was "erratic readings" observed. Cables and monitors were changed without effect. There were no patient complications reported. The hospital has phillips monitors and cables, and an edwards vigilance monitor for the catheter. They use baxter pressure tubings. It was also indicated that the erratic readings were obtained were from low to high from moment to moment without accompanying patient changes that would support the high or low readings. The physicians and nurses did not feel that the rapid changes in the readings were accurate. There were no further specific data readings that could be communicated at this time.